Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Adverse event: dislodged stent remains in pt. Onset of adverse event: during the procedure. It was reported that the vision stent was being used in the renal artery and the stent dislodged and was lost in the pt. There were no attempts made to retrieve the dislodged stent because it could not be located. The pt was reportedly doing fine. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: potential causes for stent dislodgement, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, or interaction of the stent with the lesion, anatomy and/or accessory devices. All stent delivery system (sds) are inspected for proper stent placement and crimped stent outer diameter. In addition, as part of product release testing, a sampling of units is destructively tested for stent movement and stent dislodgement force. In this case, the product was not returned for analysis and there was no anatomical information reported. The procedure was to treat a lesion in the renal artery. It should be noted that the instructions for use (IFU) states the multi-link vision rx and multi-link vision otw coronary stent systems are indicated for improving coronary luminal diameter in pts with symptomatic ischemic heart disease due to discrete de novo or restenotic native coronary artery lesions (length less than or equal to 25 mm) with reference vessel diameters ranging from 3.0 mm to 4.0 mm. It is unk if the attempt to treat in a non coronary vessel contributed to the dislodgement of the stent. It is possible that there may have been challenging anatomical conditions that could have contributed to the reported stent dislodgement. However, a conclusive cause for the stent dislodgement could not be determined.